Event description:
It was reported that the patient's ipg reached end of life. It is unknown if the patient stopped charging. As a result, the ipg was replaced via surgical intervention on 10jul(B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.